Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (2 mg/ml, 330 mcg/day) via an implantable infusion pump. The indication for use was cerebral palsy. The drug lot and concomitant medication list were not noted. The relevant medical history was noted as none. It was reported that the pump started alarming and a motor stall occurred. Per the hcp, it appeared to be intermittent and the patient was showing no signs of baclofen withdrawal. The hcp read the pump on (B)(6) and updated it; however, no changes were made to the programming. The hcp noted that the information from the logs indicated that a motor stall occurred on (B)(6) 2016, a stopped pump period may exceed tube set message occurred on (B)(6) 2016, and a motor stall recovery occurred on (B)(6) 2016. Later on (B)(6) 2016, the company representative further reported that he spoke to the nurse, whom indicated that no MRI or other activities were present, that could have caused the motor stall. The patient was scheduled for a pump replacement on (B)(6) 2016. On (B)(6) 2016, the hcp reported that the patient remained well and the no further alarms had occurred. No harm or injury was reported. Additional information was requested regarding drug lot and concomitant medications. Should additional information be provided, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-16, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). Additional information reported that the patient showed no signs of baclofen withdrawal nor a significant increase in tone. Troubleshooting was reported as follows; the hcp was informed about the pump alarming on (B)(6) 2016. The pump was read and logs were obtained that showed a motor stall occurred on (B)(6) 2016 at 14:21. The pump was updated to see if the motor stall would restart. The pump was re-read twice to make sure it was working, and it appeared to be. The pump was read again on (B)(6) 2016 and stopped pump period may exceed tube set message occurred and a motor stall recovery occurred on (B)(6) 2016. From this point on, the motor stalled and recovered every couple of days. Actions taken to resolve the event; updated the pump to see if the restart command would be enough to start the motor stall. The baclofen was an aguettant 2 mgs/ml solution. The patient was given a supplement of oral baclofen to manage any signs of baclofen withdrawal.